Manufacturer narrative:
Corrected data: date of explant (the date listed on the initial report is incorrect. The exact date of explant is unknown.)

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted due to a suspected infection at the ipg site. The date of explant is unknown. The infection was treated with antibiotics and resolved over time.